Event description:
Device 1 of 2. Reference: MFR report: 1627487-2010-00609. The pt received her scs system consisting of an ipg and percutaneous lead (secured with an anchor) on (B)(6) 2008 for unilateral leg pain. It was reported that the pt was not able to cease her lifting/bending activities post-implant. On (B)(6) 2008, the pt reported severe back pain and stimulation in the wrong leg. An x-ray showed that the lead had migrated from its implanted position. During a procedure to reposition the lead, the physician added an add'l anchor to secure the lead. No devices were explanted or returned to ans for analysis. No further info available.

Manufacturer narrative:
Device 1 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.